Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: removed h.6 component codes (cannula), added h6 component code, codes added to h.6 type of investigation, corrected codes in h.6 investigation findings, corrected codes in h.6 investigation conclusions. The certitude delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided and revealed the following: balloon radial tear burst. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed for guidance/instruction involving the certitude delivery system usage, including IFU warnings and cautions, and physician training on how to withdraw the delivery system. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The balloon burst was confirmed by visual inspection of the picture provided. However, no manufacturing non-conformance was identified during the evaluation. Transcatheter delivery balloon burst in a calcified landing zone have been previously investigated by edwards lifesciences and documented in an existing technical summary. A detailed root cause analysis revealed that it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The patient information provided indicated the patient had moderate aortic valve calcification, mild annular calcification, mild aortic root calcification, and mild sinotubular junction (stj) calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Corrective and preventative actions are not required at this time.

Manufacturer narrative:
Investigation is ongoing. The device was discarded at the hospital.

Event description:
As reported by our edwards lifesciences japanese affiliate, a balloon burst on the edwards certitude delivery system occurred. A 26 mm sapien 3 valve was deployed in the aortic position with 2ml less than nominal volume via transapical approach. During deployment, the balloon on the delivery system burst when 16-17 ml of contrast was injected, however the valve was anchored to the annulus. There was difficulty withdrawing the delivery system as the ruptured balloon caught onto the sheath tip. The sheath and delivery system were withdrawn as a unit. Post dilation was performed successfully. No injury or complication was detected by detailed examination with transesophageal echocardiography.